Event description:
Argon medical device PICC line 26gauge 30cm was found to be knotted upon removal. Unable to be removed. Line cut at skin. Required interventional radiology for removal. Argon medical devices PICC line. Therapy from (B)(6) 2016. Diagnosis or reason for use: prematurity. Is the product compounded? No. Is the product over-the-counter? No.